Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, after the t1 implant of the fast-fix 360 was implanted, and when the needle withdrew, the t2 implant fell off from the inserter. The implants were removed from the patient using surgical clamps. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed the device was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is stuck at the tip of the needle. The needle/overmold assembly is bent. A functional evaluation showed the device will not cycle due to the bent needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive to the device. No containment or corrective actions are recommended at this time.